Event description:
It was reported that implant did not seal. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. At a routine one-year follow-up, transesophageal echocardiography (tee) imaging showed that there was a 6mm leak. The physician used a non-bsc percutaneous transcatheter occlusion device to close the leak. There were no patient complications reported.